Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl and associated symptoms of large ketones, vomiting, diaphoresis and tachycardia. The patient reported to the emergency room where they received treatment of intravenous fluids. The reporter stated that pump setting adjustments were made to the basal rate and bolus settings. The reporter stated the patient also had gastroparesis, which may have contributed to the adverse event. The reporter alleged the up arrow and down arrow buttons on the pump's keypad were under responsive, resulting in under delivery of insulin to the patient. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a button/keypad, tactile changes/unresponsive issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: on investigation, all keypad buttons responded properly when tested. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. Investigation did not duplicate the complaint.